Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
An abbott technical service specialist (tss) reported that a crystallized particle from the wash zone 2 of the architect i2000sr processing module entered their right eye while performing preventative maintenance. The tss was not wearing protective eyewear at the time of the incident. The tss immediately rinsed their eyes with an eyewash (plum eyewash ph neutral 4.9% phosphate) 3-4 times. No known medical treatment has been given. The tss stated that their eye seemed to be okay. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a crystallized particle of the architect concentrated wash buffer used on the architect i2000sr processing module, which entered the abbott technical service specialist (tss)¿s right eye, included a review of data and information provided by the tss, a search for similar complaints, a ticket trending review, a device history record review, and a labeling review. Return testing was not completed as returns were not available. The data and information provided by the tss were reviewed and support the complaint issue. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with the likely cause list number and the complaint issue. A review of labeling was performed and found to be adequate. The safety data sheet for architect concentrated wash buffer, exposure control/personal protection section, outlines the requirements for personal protective equipment to be worn on use of this product: ¿wear safety glasses or other protective eyewear. If splash potential exists, wear full face shield or goggles.¿ based on the investigation, no systemic issue or deficiency was identified. The architect concentrated wash buffer (lot number unknown) and the architect i2000sr processing module, serial number (B)(6), are performing as expected.

Event description:
An abbott technical service specialist (tss) reported that a crystallized particle from the wash zone 2 of the architect i2000sr processing module entered their right eye while performing preventative maintenance. The tss was not wearing protective eyewear at the time of the incident. The tss immediately rinsed their eyes with an eyewash (plum eyewash ph neutral 4.9% phosphate) 3-4 times. No known medical treatment has been given. The tss stated that their eye seemed to be okay. There was no impact to patient management reported.